Event description:
It was reported that this pacemaker exhibited t-wave oversensing and low amplitudes on the right ventricular (rv) lead channel. The device was reprogrammed. The health care professional (hcp) will continue to monitor the rv lead channel. The device remains in use. No adverse patient effects were reported.